Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "improper design of pad connector". It was unknown whether the device had met specifications. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had been troubleshooting low flow in an arctic sun device. They had already changed devices, but they were getting the same issue. They just changed the pads. Therapy was turned off at that moment. Had disconnected and reconnected properly before starting therapy again. The right thigh pad would not properly pop into any of the ports and tried so they connected and started with just the other three pads. System hours were 2130, pump hours were 2064, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 55 percentage, flow rate (fr) was 1.9lpm. Patient 220lbs with large pads on. They would try replacing the thigh pad with a universal and cover the belly with a universal as well and call back if this did not resolve the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had been troubleshooting low flow in an arctic sun device. They had already changed devices, but they were getting the same issue. They just changed the pads. Therapy was turned off at that moment. Had disconnected and reconnected properly before starting therapy again. The right thigh pad would not properly pop into any of the ports and tried so they connected and started with just the other three pads. System hours were 2130, pump hours were 2064, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 55 percentage, flow rate (fr) was 1.9lpm. Patient 220lbs with large pads on. They would try replacing the thigh pad with a universal and cover the belly with a universal as well and call back if this did not resolve the issue.